Event description:
On (B)(6) 2012, a (B)(6) male pt with a tortuous anatomy went in for a aaa repair. A flex main body and two spiral z legs were used. The grafts were placed according to the IFU. After the main body had been deployed, the grey positioner-top-cap assembly was being withdrawn. Upon removal, the grey positioner had caught one of the bare metal stents. The stent was misplaced down within the main body of the graft. The grey positioner top cap assembly was advanced upon noticing the capture of the bare metal stent. The top cap-grey positioner was redocked/reassembled and removed without difficulty. The ipsilateral leg graft was placed according to IFU and a coda balloon was used to mold the graft according to the IFU. Upon inflation of the coda balloon, within the main body, there was wire displacement of the bare metal stent. The physician then decided to place the proximal main body extension within the main body to trap the bare metal stent wire that had been dragged down within the main body. The main body extension was placed according to IFU and inflation of a coda balloon within the main body extension seemed to have trapped the bare metal stent wire. No endoleak was noticed. The procedure was ended and the pt had good femoral pulses. No pt complications at this time.

Manufacturer narrative:
No consequences to the pt were reported. Removal difficulties are listed in the instructions for use. Event is still under investigation.